Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid artery intervention, the physician experienced difficulty capturing/recycling 5 mm. Angioguard embolic protection device due to tortuosity and the recycling failed. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product was returned for inspection. Additional information received in regards to the angioguard embolic protection device indicated that the physician was finally able to successfully remove the device-details were not provided. The patient was not symptomatic as a result of the reported product issue. No additional target lesion/lesion characteristic information was available. The procedure was completed successfully by adjusting the position of the guiding catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. An investigation was requested to lake region representatives. Per lake region report e16, 113 and lake region packaging lot numbers 10445617, 35223112 lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A report was received that the filter basket of a 5mm 180cm angioguard rx embolic protection device was difficult to re-capture. The device was successfully removed by re-adjusting the position of the guiding catheter with no reported patient injury. The event involved a (B)(6) male patient undergoing percutaneous carotid intervention. The site reported that the angioguard device had been stored and prepped according to the instructions for use (IFU) and had appeared normal prior to use. It appears that the target lesion was treated and that the physician experienced difficulty when re-capturing the angioguard device within the capture sheath. He/she was eventually able to retrieve the device by re-adjusting the position of the guiding catheter with no reported patient injury. The physician is reported to have attributed this event to the vessel¿s tortuosity. (B)(4): a non-sterile rx/5mm basket diameter/180cm embolic protection device (epd) and a capture sheath were received for analysis inside a plastic bag. No other components or original packaging were received. Per the visual analysis, the epd was received un-captured. No other anomalies observed. The microscopic analysis revealed no damage to the filter membrane or struts. Functional testing of the capturing process was successfully performed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported angioguard rx ¿capture system - capture difficulty-unable to¿ event was not confirmed based on the results of the functional analysis. Procedural and/ or handling factors might have contributed to the issue. The angioguard IFU instructs the user to collapse the filter basket by advancing the capture sheath until the distal capture sheath marker is adjacent to the proximal filter basket marker band. Using fluoroscopy, the user is to confirm filter basket closure by ensuring reduction of the diameter of the radiopaque strut marker bands. The IFU further instructs to not try removing the angioguard rx by only pulling on the capture sheath and to never pull the capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, the user is instructed to reposition the capture sheath to ensure that the filter basket is properly seated into the captured sheath. The user should remove the device by grasping the guidewire and capture sheath together near the hemovalve from the guiding catheter or sheath as a single unit. Care should be taken when pulling the basket through the open hemovalve to avoid potential release of captured emboli. Based on the information available for review, there are vessel characteristics (tortuosity) and procedural factors (based on the results of the functional testing) that may have contributed to the reported angioguard event. Neither the device history record review nor the angioguard product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.